Event description:
It was reported while testing for sars cov-2 a false positive result was obtained. A repeat test was performed using pcr and the result was negative. The customer stated there was no patient impact. Eua#: (B)(4). " false positive result in bd veritor."

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation: this statement is to summarize the investigation results regarding the complaint that alleges false positive results when using kit rapid detection of sars-cov-2 veritor or (material # 256082), batch number 1120222. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. A batch review was performed for the batch number provided. Retention samples could not be tested as they are expired. . However, pictures were returned and investigated .the reported issue was unable to be confirmed. No trend against false positive results was identified. The root cause could not be identified. Bd quality will continue to closely monitor for trends. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.

Event description:
It was reported while testing for sars cov-2 a false positive result was obtained. A repeat test was performed using pcr and the result was negative. The customer stated there was no patient impact. Eua#: (B)(4). "False positive result in bd veritor."